Manufacturer narrative:
D4: the correct lot# is 21g023, previously submitted as unknown. D4: UDI. H4: the device was manufactured from july 14, 2021 - july 15, 2021. H10: the actual device was received for evaluation containing 138 ml of fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; approximately 60% remained in the device. The device had been filled with 12000mg flucloxacillin. This was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.